Event description:
The account alleges that the device has a loss of head up, and a loss of function in the hi/low.

Manufacturer narrative:
The tech replaced o'rings in the head up and head down valves, the head hi/low up and down valves, and the foot hi/low up and down valves, which resolved the issue. The device operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.